Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low below 60 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 149 mg/dl. Current blood glucose value is 99 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.